Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported that she experienced on right side ¿nodules¿, ¿soft breast and fallen¿' described a sensation as ¿drilled gel bag" and " would like to be aware about replacement information". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported that she experienced on right side ¿nodules¿, ¿soft breast and fallen¿' described a sensation as ¿drilled gel bag" and " would like to be aware about replacement information". Device remains implanted.